Manufacturer narrative:
The ge rep performed an on site investigation. The software and monitor were tested and adjustments made. The system was then found to be operating as intended.

Event description:
The customer reported, the system would not store pt data. No report of pt injury.